Event description:
Fractured empira balloon occurred during a pci. (No pt info provided at this time).

Manufacturer narrative:
Manufacturing records were reviewed and there is no objective evidence to suggest that the device may have been released with non-conformities related to the nature of this complaint. The device met specifications prior to distribution.